Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the patient got stiff again "late last week". They went to emergency room friday and wrote her orals. Today the hcp did some exploratory work and found a disconnection at the pump and spinal segment. He replaced the pump segment completely for peace of mind and because he wanted a new boot. Everything was working fine. She was spending the night now. The managing hcp decreased her dose which was 625 mcg a day to 300 mcg a day. Patient had a really curved spine which the hcp said was probably the culprit here. Patient was alive, no injury, and the rep would be notified if anything changed. The rep was notified about a catheter revision on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.